Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage, and dried blood in the sleevehead. No tissue was noted on the helix. (B)(4).

Event description:
It was reported that within two days of the implant procedure, the right atrial lead had dislodged. The lead was repositioned and remained in use. The lead dislodged again within about one month and the physician noted tissue ingrowth on the helix. It was also noted by the physician that the patient may have dislodged the lead during physical therapy or unsupervised arm movements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.